Manufacturer narrative:
(B)(4). Eval summary: balloon ruptures can occur as a result of a mfg deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use, there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. The product was not returned to abbott vascular for analysis and may have assisted in the eval. In this case, the balloon was inserted once and inflated to 14 atm to perform pre-dilatation of the target lesion. A vision stent was then deployed and the voyager nc was then re-inserted to perform post dilatation at 18 atm which is the rated burst pressure. Additionally, it is likely that the balloon interacted with the anatomy (mild calcification) during advancement for pre-dilatation and implanted stent during post dilatation which subsequently contributed to the balloon rupture. A review of the finished product lot history records did not reveal any nonconforming material records issued for this lot. In this case, the reported balloon rupture appears to be related to the circumstance of the procedure and there are no indications of a product quality deficiency. To ensure this type of damage is not a result of mfg, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use.

Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse event: none. It was reported that during pre-dilatation in the mid left anterior descending artery, the voyager nc dilatation catheter was inflated to 14 atmospheres and a vision stent was successfully deployed. The voyager was re-advanced for post-dilatation; however, during inflation, the balloon ruptured at 18 atmospheres. The device was removed from the anatomy and a non-abbott balloon was used to complete post-dilatation. There was no adverse pt effect. Though requested, no add'l info was provided.